Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported feeling muscle stimulation. The patient was seen for follow up where it was determined that the lead had dislodged. The patient was seen for a revision procedure where the lead was repositioned. There were no additional adverse patient effects. The lead remains in service.